Manufacturer narrative:
Returned product consisted of a guidezilla ii 6f guide extension catheter with blood and contrast present on the device. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found a kink in the hypotube 0.05 cm proximal to the collar and the shaft kinked 0.75cm proximal to the tip. The shaft was flattened 15.5cm and 12.5cm-14.5cm proximal to the tip. The shaft was damaged at the collar and the collar was detached. Not other damage or defects were noted.

Event description:
Reportable based on device analysis completed on 25mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending artery. A 6f guidezilla was introduced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good. However, device analysis revealed a detached collar.